Event description:
It was reported that noise was over-sensed, and high capture threshold was noted on the right ventricular (rv) lead. Also, far r-wave oversensing was noted on the right atrial (ra) lead. The rv lead was capped on (B)(6) 2026 and replaced. No intervention was performed on the atrial lead. There were no patient consequences.

Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited high capture threshold and noise over-sensing, which resulted in pacing inhibition and high ventricular rate (hvr) episode. Meanwhile, the right atrial (ra) lead exhibited far r-wave over-sensing, which resulted in inappropriate mode switch. The rv lead was capped and replaced on (B)(6) 2026, while no interventions or changes were reported on the ra lead. No patient consequences were reported.

Manufacturer narrative:
Correction: section b5. "Inappropriate mode switch" should have been mentioned in the b5. Section e1. Reporter first/given name should have been (B)(6) rather than (B)(6). Section h6. "Pacing problem" should have been included as medical device problem code.